Manufacturer narrative:
The manufacturing process was reviewed and no issues were observed. Product is manufactured with validated procedures. All product is tested 100% prior to release. The IFU for the product was reviewed and it includes complications and adverse reactions such as hyphema and tube obstruction. Upon follow up with dr. (B)(6) he indicated patient was diagnosed with neovascular glaucoma after a retinal vein occlusion in the right eye. Patient had an active hyphema prior to the first surgery. The agv was removed on (B)(6) 2018 and changed out for a bgi implant. Upon removal of the agv dr. (B)(6) attempted to flush and could not initially. However, he was able to flush with enough force. Hyphema is a known complication that can lead to a clogged valve and non-filtration with elevation in iop in predisposed eyes.

Event description:
Dr. (B)(6) implanted the agv in a (B)(6) yo patient. Agv flushed and primed per IFU instructions. During post operative day 1 follow up, patient's iop was in the low 70's.